Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2024-00266 a physician reported a ventricular catheter (ID 823041) and a peritoneal catheter (ID 823045) were implanted via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. The catheters were used together with a certas plus valve (ID 828804). All three devices were removed on an unknown date due to the valve not functioning properly after implantation. Based on information provided, it is unknown if there was an issue with the catheters, however, they were explanted. It is also unknown if the patient experienced any signs or symptoms due to valve failure. The patient's condition is unknown.

Manufacturer narrative:
Corrected field: d4 - customer initially provided lot 7270783, however, customer confirmed later the lot number is unknown. The hakim peritoneal catheter (ID 823045) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects noted. The catheter was irrigated, no occlusions noted. The valve was leak tested; no leaks were noted. The complaint was unconfirmed. Root cause analysis - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the catheter. At the time of investigation, no function issues were noted.

Event description:
N/a.